Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had reservoir was unable to lock in place when inserted into pump. The customer¿s blood glucose level was 130 to 160 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to completely broken reservoir tube lip. Unable to perform the displacement test and self test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.